Event description:
Literature: romito lm, contarino mf, vanacore n, bentivoglio ar, scerrati m, albanese a. Replacement of dopaminergic medication with subthalamic nucleus stimulation in parkinson's disease: long-term observation. Mov disord. 2009; 24(4): 557-563. Summary: the article reports a long-term prospective evaluation of 20 patients diagnosed with parkinson's disease after bilateral subthalamic nucleus (stn) implants. Patients were evaluated preoperatively and then 6, 12, 18 months and 2, 3, 5 years after the implant. Reportable event: one patient experienced a transient seizure that was responsive to antiepileptic drugs. It was not reported how this was related to the stimulation therapy.